Manufacturer narrative:
No additional information is currently available. No sample was returned for evaluation.

Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that the cormatrix ecm for carotid repair was used for carotid endarterectomy angioplasty on (B)(6) 2014. Approximately 2 weeks later, the patient experienced a pseudoaneurysm and the patch was removed on (B)(6) 2014. No glues were used during the case.